Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: feb 7, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed the lens was received covered in viscoelastic residue and with a cut nears the lens edge. The alleged black/blue foreign material dot was not observed on the lens. Lens damage (dent in the lens material) was observed on the optic zone which casted a dark shadow against certain lighting angles which may have given an impression of a dark dot was observed. The complaint issue ¿dc-foreign material - loose¿ was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Initial reporter: establishment name, address - line 1, city, state, province, or territory, and post office or zip code: unknown; requested but not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event and to obtain suspect product for evaluation; however, to date, no further information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the fully inserted intraocular lens (iol) was removed and replaced from the patient's right eye in the same procedure due to black mark/dot (debris) on the lens. No additional medical or surgical intervention was required. Another johnson and johnson iol was implanted as replacement (same model and diopter). No further information was provided.